Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a change sensor alert. The customer¿s blood glucose was 409 mg/dl at the time of incident. Customer stated that the sensor was securely taped to the skin and they did not receive a calibration not accepted alert. A transmitter test was performed and passed. Customer had a high blood glucose of 409 mg/dl and treated. No high blood glucose troubleshooting was performed. Customer did not report if the auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. The insulin pump is not expected to return for analysis.